Manufacturer narrative:
Product event summary: review of the log files revealed a date/time error on controller causing the year to display as 2001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died due to a ventricular assist device (vad) pump thrombosis. The patient was admitted to the hospital with high power consumption and high flows. This was defined as pump thrombosis with a septic background. The patient underwent interventional closure of the outflow graft with occluder. During the procedure, the patient experienced fulminant hemodynamic deterioration and cardiac arrest. Cardiopulmonary resuscitation (CPR) had to be initiated and the patient passed away.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files revealed an increase in power consumption starting (B)(6) 2001 and 261 high watt alarms have been logged since (B)(6) 2001. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.